Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The broken blade measures approximately 0.599" and was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon damage. A piece measuring 0.020¿ x 0.068" was broken off and not returned with the instrument. The root cause of this failure is also attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210725-0196) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. The broken blade was being held between the jaws of another instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted left hemihepatectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. .

Event description:
It was reported that during a da vinci-assisted left hemihepatectomy surgical procedure, the customer noted that the harmonic ace instrument was not recognized during use. There was an alarm indicating to reduce the tool head pressure, and the harmonic ace instrument was fractured. The blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 20-dec-2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument had a recognition issue during the procedure. The surgeon was dissecting and grasping tissue at the time of the reported event. It was confirmed that there was an alarm indicating to reduce the tool head pressure, and the instrument was fractured. The surgeon thinks there was no instrument collision. The instrument was in use for approximately 2 hours up until the reported event. After the blade of the instrument broke off and fell inside the patient, the fragment was visually located and retrieved with laparoscopic instruments. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but images of the instrument damage were provided.